Event description:
This 32-yr-old female had bilateral silicone breast augmentation. She has multiple medical problems, and some of these are felt to be possibly be associated with silicone. On 12/20/96, pt had bilateral capsulectomy, bilateral removal of implant material, bilateral augmentation mammoplasty with 350 cc saline, anatomic implant.